Event description:
It was reported that this implantable pacemaker device exhibited undersensing of atrial fibrillation (af) on the presenting electrogram (egm). The device remains in service to date. No adverse patient effects were reported. Additional information indicates that the undersensing was due to low atrial fibrillation (af) amplitude sensing set to low, and that the patient will follow up with cardiologist. In addition, the undersensing was attributed to the device settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.